Manufacturer narrative:
D4 - UDI - correction. Manufacturer's investigation conclusion: the report that the coring knife lacked expected sharpness was unable to be confirmed as it was not returned for evaluation. Of note, review of the coring knife's manufacturing history confirmed that the knife was not part of the batches bracketed as part of abbott's field action. A specific cause for the reported event could not be conclusively determined through this evaluation. During coring of the left ventricle, the surgeon noted that the coring knife seemed dull. It was reported that the coring knife was not able to cut through the myocardium as easily as it should have and usually does. There were no adverse patient consequences. The coring knife, serial number (B)(6), was not returned for evaluation as it was reportedly disposed of. Review of manufacturing documentation found no deviations from manufacturing or quality specifications. In addition, a correction action and preventative action (CAPA) investigation was opened to further investigate issues related to the coring knife not being able to cut. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Of note, review of the coring knife's manufacturing history confirmed that the knife was not part of the batches bracketed as part of abbott's field action. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction", lists the apical coring knife as an optional component for device implantation. Section 5, ¿surgical procedures¿, provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A3: patient gender not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the coring tool seemed dull and was unable to cut through the myocardium as easily as it should have and usually does.